Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during the procedure, protective poly sheaths on the handpiece did deploy and became stuck in the lumen that they are supposed to come out of. Thus the urethral temperatures were extremely high and the physician had to abort doing further lesions. The procedure was able to be completed with another handpiece. After the procedure, the company representative was unable to replicate the deployment issue. No patient injuries and the patient recovered without sequelae.